Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the drive count/time values or changes incorrect for moving or coasting and too slow or too fast(pump error 37). Troubleshooting was performed. The customer was able to clear the alarm successfully. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will  be returned for analysis.

Manufacturer narrative:
S/w version 4.11e. Retainer ring = black. Pump case: ngp. Customer returned pump for alleged pump error 37 and rewind anomaly observed on (B)(6) 2023. Unit passed the self test, displacement test, rewind test, basic occlusion test, and occlusion test. Pump failed the prime/seating test, force sensor test. The following alarms were found in alarm history screen: pump error 53 on jul 23 8:08 pm, pump error 37 on jul 23 7:36 pm, and pump error 130 on jul 23 4:27 pm. Successfully utilized thus to download history/trace files. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, motor (home switch), force sensor, and lithium battery connector. Verified the following alarms in downloaded history on event date: pump error 53 on (B)(6) 2023 20:08:05.000, pump error 37 on (B)(6) 2023 19:36:48.000, and pump error 130 on (B)(6) 2023 16:27:04.000. Confirmed pump error 53 (filenumber = 2005 linenumber = 5632) due to hardware error, isolated to electronic stack. Pump error 37 confirmed due to moisture damage. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, and battery cap contact missing pump error 37 confirmed due to moisture damage. No anomalies noted during rewind, rewind anomaly not confirmed. Drive/motor anomaly confirmed due to moisture damage on motor. No pump error 130 alarms noted during analysis, pump error 130 not confirmed. Pump error 53 confirmed due to hardware error, isolated to electronic stack. Moisture damage confirmed on pcba 1, motor (home switch), force sensor, and lithium battery connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.